Event description:
The balloon of the swan ruptured while in the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for swan ganz catheter, 7 fr x 110 cm swan-ganz control cath td latex free (per site reporter).